Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 200's -300's mg/dl. The customer reverted to an alternate method of insulin therapy.